Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Pump passed sleep current measurement, active current measurement, self test and displacement test. No rewind anomaly noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing. No damage on electronic assemblies noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case on the battery tube side, and cracked retainer ring.

Event description:
Information received by medtronic indicated that the insulin pump had malfunctions with an old insulin pump . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.